Event description:
On (B)(6) 2014, clinic notes were received dated january 31, 2014 that indicate the patient was returning to the clinic to have his vns turned on as the physician likely has trouble keeping a steady connection to interrogate long enough and ends up with the system diagnostics test interrupting as the reason for him having two events of the vns turned off after the physician adjustment. The patient was indicated to have had two seizures recently so the device needs to be turned back on. The physician also indicated that the patient has an increase in seizures when the device is off. The physician later reported that the patient was at an appointment and was interrogated and then system diagnostics was run. She could not remember if a final interrogation was done but she knows that one should be done. The patient was then seen at another office and was found to be programmed off. When the patient came back to see the physician several months later, the patient was still not turned on. It was unknown by the physician if there was a second programming anomaly of if they did not turn the patient on after being found turned off. The physician went on to say that she has had trouble interrogated this patient. The issue is only this patient and that her programming system is functioning fine with other patients. She is always able to communicate but sometimes it takes a few times. So she said it was possible the patient could be programming off by diagnostic twice. The issues with the communicating were felt to be due to the generator moving more under the fat layer. She said, the migration, it was due to the patient growing as well as it likely moved due to the patient¿s status epileptics episodes. The status episodes were not related to the vns and were part of the patient¿s normal seizure pattern. No specific interventions are planned but they will place the generator in another position then they replace the patient. Surgery is not related do the migration but they will address the issue while in surgery.

Manufacturer narrative:
Analysis of programming history.